Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and reservoir tube cracked.

Event description:
Customer reported receiving a button error alarm and stated that they are unable to clear it. Customer also stated that they may have leaned against the insulin pump. Customer's blood glucose reading at the time of the call was 200 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.